Event description:
(B)(4). Initial and additional information received from a consumer's daughter on (B)(6) 2009 and (B)(6) 2009. This is case 2 of 2: a currently (B)(6) female received multiple injections of injectable poly-l-lactic acid (sculptra) [lot # and expiration date unk] for a cosmetic indication during an unspecified time and reported that she did not see results. She also stated that she experienced terrible facial bruising and pain. Her daughter stated that she was not taking any other medications at the time, does not have allergies or medical history. No further relevant information reported. (B)(4).